Event description:
The customer reported that the cannula came out and the pod adhesive was unsticking. She stated she went to the hospital because her blood glucose was elevated because she didn't realize tha the cannula came out of the infusion site. No specific blood glucose measurements or treatment at the hospital were reported.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to assess the product condition. The customer reported that the cannula had dislodged from the infusion site. This could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns"check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin-usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." Qualification records were reviewed and the product lot met all acceptance criteria.